Manufacturer narrative:
Follow-up #1 date of submission 06/09/2014-correction:location of damage incorrect. The crack was identified by the reporter to be at the cartridge compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cartridge compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. A cartridge compartment crack was not observed during testing. Unrelated to the complaint, a battery compartment crack was discovered.